Manufacturer narrative:
During quality investigation testing, the customer's concern was confirmed; the device exceeded the maximum allowed temperature rise. Further investigation revealed a broken rotor, drive shaft and other component parts. The broken rotor was identified as the primary cause of the failure. The faulty parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom tooth extraction. No adverse consequence was reported; the procedure was completed with another device.